Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was tested for downstream (distal) occlusion sensor testing and it failed as the pressure values were out of tolerance. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream tubing guide depth is out of specification. The downstream tubing guide requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion sensor test with a value of 25.61 psi (7-19 psi). This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.